Manufacturer narrative:
Product ID: 3387s-40, lot# v465518, implanted: (B)(6) 2011, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3387s-40, lot# v642842, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) was replaced and since the replacement the patient had sporadic muscle fluttering and electrical sensation occurring at the site of the ins. The issue occurred about 1-2 times per week and lasted a couple of minutes to a couple of hours. Position or activity did not prompt the issue or affect it and it only started occurring after the ins replacement. The patient stated it ¿just sort of comes and goes.¿ the patient¿s therapy was not affected and impedances for both electrodes, tested at 3v, were ¿unremarkable.¿ the cause of the event was not determined and the hcp was waiting for it to re-occur. No troubleshooting was done and the ins was working. The healthcare professional (hcp) had recommended the patient turn the ins off when they begin to feel the sensation and they had not heard from the patient for about a week.